Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The drain valve and seals were replaced. The unit was returned to service.

Event description:
The hospital reported the unit had a large leak, discovered during pre-use testing. There was no report of patient involvement.